Manufacturer narrative:
Additional information: h4: the lot was manufactured january 8-9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The expected infusion time was 96 hours; however, approximately 10 ml remained in the device, i.e. About 66.5% of the solution was administered. The device contained doxorubicin 80 mg in a total volume of 76 ml of sodium chloride 0.9%. Subsequently, it was suspected that the patient may have kinked the line, which could have caused the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.